Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Chair will intermittently stop with a 8 flash and the battery gauge will drop to 1 flashing bar.